Event description:
It was reported that the patients implantable cardiac monitor could not be interrogated. Upon attempted interrogation, an error message would appear. The device remained implanted.

Event description:
New information notes the device was explanted and replaced on (B)(6) 2014.

Event description:
New information noted that the device had been operating in backup mode prior to explant.

Manufacturer narrative:
Final analysis confirmed the event observed in the field. A temporary drop in battery voltage had caused the device to reset and issue an error message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.